Event description:
It was reported that the drive support cap has been pushed in. Customer's father stated that the insulin pump is working fine. Caller informed that the insulin pump is not safe to use; insulin delivery can be affected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.